Event description:
It was reported that the connecter was broken. The target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the connecter was broken and the catheter could not cross the stent. The procedure was completed with another of same device. There were no reported complications and the patient is stable.

Event description:
It was reported that the connecter was broken the target lesion was located in the left coronary artery. A guidezilla guide extension catheter was selected for use. During the procedure, the connecter was broken and the catheter could not cross the stent. The procedure was completed with another of same device. There were no reported complications and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a partial separation at the collar. Inspection of the remaining portion of the device found no other damage or irregularities. Functional testing could not be carried out due to the excessive damage at the collar of the device.